Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 46. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2019 loss of osseointegration was verified. Patient presented with bone type IV and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection and inflammation. No further patient complications were reported.